Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) stated that nothing was explanted. The date that the event was first observed is not known. This event was previously reported via report # 3004209178-2024-03927. Additional information regarding this investigation will be submitted as a supplemental under report # 3004209178-2024-03927.

Event description:
It was reported that the manufacturer representative (rep) believes that some electrodes in parallel are not connected to anything. An x-ray was taken of the patient's implantable neurostimulator (ins). Agent reviewed ins and extensions/adapters looked okay. Additional information was received from the rep that the surgeon reconnected the extensions to the ins but the problem was not resolved. The x-ray showed a not fully inserted extension in the ins and this could be the cause of the impedance issues detected but seems it¿s not the case. No further steps were planned at this time. The exact issue could not be determined. Insertion of the extension did not resolve the impedance problem. The rep stated that the patient is not receiving full effect of dbs therapy. All contacts were high for the right subthalamic nucleus. At this time, no additional steps are planned.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu unknown ext. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.